Event description:
Reportedly, the touch screen was unresponsive. There was no patient involvement reported. The covidien engineer replaced the control board and the unit worked normally.

Manufacturer narrative:
(B)(4).